Event description:
This is an adverse event recorded on a (B)(6) for barrett's esophagus. This pt was enrolled with a very long segment barrett's esophagus (11cm) with a pathology grade of indefinite for dysplasia was treated with balloon based (B)(4). Upper endoscopy and sizing of the esophagus was completed without issue. An ablation balloon was used to treat without issue. An ablation balloon was used to treat the entire segment one time, then removed with the endoscope. A cleaning cap was used to clean the coagulum, then the savary guidewire was reintroduced and the physician noted some resistance passing the ablation balloon catheter over the guidewire. When inserted the endoscope, he noticed a long mucosal laceration probably due to either the wire or the catheter, and due to the force applied during insertion. The case was stopped and the mucosal laceration clipped. An esophagram was negative that night and the next day. The pt developed no fever or chest pain or leukocytosis. Symptoms were resolved and pt discharged the next day. Per the physician the severity of this event was serious and relationship of the event to device procedure was definite and there was no device malfunction.